Event description:
When the neuro monitor tech removed all the leads/needles, discovered that the lead from the patient's left shin/anterior leg was missing the needle. Staff palpated the leg and searched the room but did not find the needle. Subsequent x-ray showed needle to be in the patient's leg in the soft tissue between the tibia and fibula. The tech was interviewed and indicated that then needle was bent by the technician prior to insertion.======================manufacturer response for subdermal needle, 19 mm long, 0.4 diameter paired subdermal needle (per site reporter).======================packaging label, product box and package insert all say not to bend needle. Aware of 3 prior broken needles in history of the company and in all cases the tech had bent the needle.what was the original intended procedure?intraoperative neural monitoring.device #1is this a laboratory device or laboratory test?no.